Manufacturer narrative:
The product analysis indicates that one un-sealed sample of (B)(4) (high speed 70 degree diamond bur) was received. There was evidence of biological contaminants based off the reactivity with hydrogen peroxide. A microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings) and scale were used to evaluation the bur. When compared to the assembly drawing, the spiral wrap broke which would have resulted in the reported event. The break was 3-5/8¿ from the distal face of the inner hub. When viewed under magnification, there was gouging at the distal end of the outside diameter of the inner shaft with corresponding damage to the inside diameter of the outer tube support area. The spiral wrap was twisted in on itself in a clockwise direction at the break point. The configuration of the break indicates excess torsional load. The suction and irrigation ports were clogged with biological material. The inner shaft showed striations 5/8¿ from the distal face of the inner hub which is consistent with excess pressure applied during use. The information most likely indicates a lack of irrigation and / or excess pressure was applied to the bur while in use, which resulted in friction and the eventual seizing of the inner shaft; in combination with the torsional load from the handpiece the break occurred. The instructions for use warn the user to use adequate irrigation as the use of a tool without irrigation may cause an inordinate amount of heat buildup. The IFU also warns that excessive pressure applied to a bur/blade may cause a fracture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a frontal trephination case, a high speed bur failed (broke) after minimal use. There was no patient injury reported as a result of this event. The blade was replaced with the same blade type and the case was successfully completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.